Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging brown tobacco like substance in the humidifier. There was no report of serious harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The external part of the device was visually inspected and found no evidence of contamination. The internal part of the device was visually inspected and found evidence of water ingress in the blower box and blower motor. There was no report of sound abatement foam degradation. The device was applied power to the device and the manufacturer verified flow. The device's downloaded logs were reviewed and there was no errors logged. The manufacturer concludes there was evidence of contamination in the device consistent with water ingress. The manufacturer confirms there was no evidence of sound abatement foam degradation within the device.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.